Event description:
Legal counsel for the patient reported that the patient underwent bilateral total hip arthroplasty on right side (B)(6) 2007 and the left side on (B)(6), 2010. Subsequently, patient alleges elevated metal ion levels. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Intial reporter - unknown.reference associated medwatch report 0001825034-2013-00108.this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.